Manufacturer narrative:
The gladius 14 guide wire with its separated tip was returned for evaluation. The polymer jacketed coil was elongated and fractured at approximately 7mm distal to the mid solider that was originally located at 30mm from the tip. A bend was observed at approximately 2mm distal to the mid solder. Coils proximal to the fracture end was tightened and reduced in diameter. The separated tip, approximately 35mm long, was curved throughout its length. At approximately 25mm proximal to the ball tip (the very distal end), the core was found fractured and the polymer jacket was torn off. From the same point, elongation of the fractured coil was also originated (fig. 2). The polymer jacket was removed to observe each fracture end. The proximal side of the core wire fracture was located at approximately 2mm distal to the mid solder. The proximal core had uneven fracture surface and slightly twisted. Many circumferential cracks were observed on the surface of the core wire proximal to the fracture end. The distal side of the core wire fracture was located at approximately 1mm proximal to the proximal end of the inner coil wire. Just as seen on the proximal side, uneven fracture surface and multiple circumferential cracks were observed on the distal side. These findings indicated that repeated bending stress had most likely contributed to the core fracture. Both proximal and distal sides of the coil fracture surface were flat and twisted, indicating that torsion had contributed to the coil fracture. Elongation of the coil was likely due to tensile stress generated while snaring. Based on the obtained information and investigation outcome, it was presumed that repeated bending and rotational stress generated with wire manipulation had most likely contributed to the observed separation of the gladius 14 guide wire. The applied stress would accumulate and exceed the product design limit when the tip was being caught and restricted its movement likely by fractured struts of the existing stent. It was concluded that this event was not attributed to product quality.

Manufacturer narrative:
(B)(4). Device investigation could not be performed because the device was not returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that bending and/or rotational stress generated with wire manipulation had likely contributed to the reported separation of the gladius guide wire. The applied stress would accumulate and exceed the product design limit when the tip was being caught and restricted its movement likely by the fractured stent struts. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: warnings observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire; warnings if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; warnings do not push the guide wire more than necessary to advance the tip through the narrowed part of the vessel. (For example, do not push the guide wire when the distal tip of the guide wire is bent by the force of manipulation.) After crossing the targeted area, do not roughly twist, push or pull the guide wire. If the guide wire is moved excessively, it may be damaged or break apart, which may injure the blood vessel or leave fragments inside the vessel; warnings do not manipulate the guide wire through strut of stent; and, malfunction and adverse effects] separation.

Event description:
It was reported that the tip of an asahi gladius guide wire became separated during a retrograde pci to treat a moderately calcified and moderately tortuous 90-99% in-stent restenosis in the proximal lad. The guide wire was advanced to the lesion via a lima graft. The tip of the guide wire was dislodged when passing the occluded and fractured part of the existing stent. The separated tip was removed by snaring. The procedure was continued; however, attempts to recanalize the fractured and occluded existing stent was not successful in the end. The patient remained good after the procedure. There were no adverse patient effects associated with this event.